Manufacturer narrative:
(B)(4).

Event description:
It was reported that a replace sensor alert, no other alerts or messages occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.